Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up in backup vvi mode. Due to battery status further trouble shooting could not be performed. The device was explanted and replaced. No additional information was available.